Manufacturer narrative:
This supplemental report is being submitted to provide additional information.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The evaluation found a nozzle has foreign objects. Furthermore, the following additional issues were identified during inspection: due to wear of angle wire, bending angle in up direction does not meet the standard value, due to wear of angle wire, the play of up/down knob is out of the standard value, adhesive on bending section cover has white-clouded area, indication on suction connector is peeled, adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a scratch, and the connecting tube has a scratch. The foreign material could not be identified from the obtained information. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. This issue is addressed in the instructions for use (IFU): the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent the suggested event in cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the re evis lucera gastrointestinal videoscope has insufficient air to clear water from objective lens. The issue was found during inspection for use for a medical examination. The procedure was completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.